Event description:
The customer reported that on (B)(6) 2011 cardiac troponin (accutni) results in the risk stratification range were generated on the access 2 immunoassay system for three patient samples. The results was reported out of the laboratory, however there was no report of death, serious injury or modification to patient treatment as a result of this event. The results were questioned by the physician. Retests of the samples on (B)(6) 2011, on an alternate access 2 instrument, generated results that were within the normal reference range and were considered valid. A fourth patient sample showed imprecision with both initial and repeat results above the acute myocardial infarction (ami) cutoff. Quality control (qc) results were performing outside customer established ranges at the time of the event. The customer modified the reagent pack, primed the system and re-executed quality control measures. The subsequent qc results met established specifications. The system check performed prior to the event yielded acceptable results.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Service was dispatched on (B)(4) 2011. The field service engineer replaced the aspirate probes and mixer pulleys. Subsequent instrument verification testing met established specifications. The unit was returned into service although hardware issues were addressed, a definitive root cause has not been determined to date.